Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe leaked insulin during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the syringe was leaking insulin prior to filling. 1. Description of issue: customer reported syringe was leaking insulin prior to filling. Customer reports no pressure was applied to plunger to cause leaking of insulin. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 5. Product lot number: customer unable to provide. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: customer declined bd follow up for returning product. No further follow up is required. Note: product category = needle/syringe issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked insulin during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the syringe was leaking insulin prior to filling. Description of issue: customer reported syringe was leaking insulin prior to filling. Customer reports no pressure was applied to plunger to cause leaking of insulin. Number of occurrences: did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Product lot number: customer unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further follow up is required. Note: product category = needle/syringe issue.